Manufacturer narrative:
Reported issue of bands failed to deploy. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the string was twisted at the band part resulting in failure of the band to deploy. The procedure was completed with a different device. No patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good